Event description:
Pt stating that she cannot get the new cassette on her cadd legacy pump while trying to figure out what was wrong with her cassette /pump when I had her on hold, she used a butter knife to pry off the green spring on the cassette and was able to attach it to the pump. She claims that the spring was not depressing and that the design of the new cassette is faulty. Cassette lot 3607927. No harm to the pt as she was still attached to her old pump. Emailed the nurses to see if a nurse can go out today or tomorrow to see if her cassettes really are faulty or if she is just using them incorrectly. No further info available. Reported to (B)(6) by pt/caregiver. Dates of use: unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.